Manufacturer narrative:
The device was returned to olympus for investigation. The device evaluation confirmed the user report of a separated distal end of the device. Additionally, a leakage was noted from the bending section cover of the device, and there was a crack in the light guide lens. Based on device inspection results, damage to distal section of the device is most likely caused by improper handling. The IFU states the following ¿important information ¿ please read before use: warnings and cautions: do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. / do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Olympus will continue to monitor the field performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, the distal end cover of the visera transnasal esophagovideoscope was damaged. According to the initial reporter, the rubber at the distal tip was been pulled off. This event occurred during reprocessing and therefore had no patient involvement.